Manufacturer narrative:
Following explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next 90 days. The return to boston scientific for analysis, post explant was recommended. To date this device remains implanted and in service with no resulting adverse patient effects.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within the next 90 days. The return to boston scientific for analysis, post explant was recommended. To date this device remains implanted and in service with no resulting adverse patient effects. Subsequently, the device was confirmed explanted however return for analysis is unknown.

Manufacturer narrative:
This event will be further updated should new information become available.